Event description:
According to the reporter, during an ankle cannulated screw procedure, tip of screwdriver broke while inserting a screw. Piece was retrieved, no harm to patient. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. . Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation stated that one of the cruciform tips is broken off near the base of the tips where it transitions to the shaft. The broken tip was returned. The two adjacent tips are slightly bent in the direction of tightening a screw and the opposite tip is straight and does not appear to be bent or off-axis. The fracture surfaces on the fragment and tip are uniform and there is no indication of any material anomalies. Based on the bending observed on the adjacent tips and none on the opposing tip, it appears that the screwdriver was used off-axis and subjected to excessive torque which resulted in the breakage. The returned device was manufactured in october 1997 and is over 14 years old. Based on the age and condition of the device, it appears that the device was used off-axis and subjected to excessive torque. The design is adequate for the intended use and therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
This device is for treatment, not diagnosis.